Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, frozen display and pump error. The customer¿s blood glucose level was 160 mg/dl. The customer reported that the pump was not rewinding. It was reported that the insulin pump won't rewind and the keypad won't move as well as the sometimes the screen frozen. It was reported that they had keypad was unresponsive. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error 130 noted. Motor was tested outside device and passed. Power connector plug in and locked in place properly. No frozen display anomaly noted during testing. No button error alarm noted upon testing. Device received with corroded motor home switch.